Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular lead was unable to implant and the lead exhibited a failure to capture. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to capture and unable to implant. Final analysis found that as received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.